Event description:
The customer reported that during surgery, the anterior vitrectomy probe stopped cutting resulting in a posterior capsule tear. The probe was not able to cut at high speeds, but did cut at lower speeds. The probe was replaced and the next probe worked fine, allowing the surgery to be completed. Multiple attempts were made for more information on patient status with no response.

Manufacturer narrative:
The company service representative examined the system and found the vitrectomy probe pressure out of specifications. The pneumatic connector was replaced and sent in-house for testing. The system was tested and met all product specifications. The returned pneumatic connector assembly was installed and powered on. Upon testing, the probe with the returned pneumatic connector, the open values were out of specification (high). The open values being high would cause the probe to not fully open during each cut. The solenoid valve was replaced and re-tested and the probe passed testing. The root cause for the customer reported event of the probe not cutting was determined to be the solenoid valve on the pneumatic connector assembly was out of specification. There are no additional complaints for the system. There are no additional service requests related to the reported event over the last 36 months. A review of complaint trends indicates no adverse trends for the reported complaint for the last 36 months. A review of service data has no adverse trends over the last 36 months. This report mailed in to FDA on: 05/14/2008.